Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) stenting treatment procedure, the stent dislodged outside of the pt. During the preparation for a pci, a 3.0x16mm liberte bare metal stent was removed from the storage hoop, flushed with saline and upon removing the mandrel from the stent, the stent became loose and was hanging off of the balloon. The procedure was successfully completed with another 3.0x16mm liberte stent. All the packaging was in tact. No pt contact or complications occurred.

Manufacturer narrative:
(B)(4).